Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2022, the patient underwent the open reduction internal fixation with the curved broad plate, the cable, and the lap for the fracture around the total knee arthroplasty and the femoral stem. The lap was placed proximally around the stem, and the cable was also placed around the femoral stem. The surgery was completed successfully without any surgical delay. Two months after the surgery, the distal screw was loosened, so that the surgeon decided to replace the screw in question. The revision surgery will be performed on (B)(6), 2022. It has not been confirmed whether the loosened screw is locking screw or cortex screw. The cause of this event has not been confirmed yet. No further information is available. Concomitant device reported: unk - plates: trauma and unk - cable/wire (part# unknown; lot# unknown; quantity: unknown) this complaint involves one (1) device lockscr ø5 self-tap l80 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d6. D10: date of concomitant therapy is (B)(6) 2022. E1, e3. H6: part: 413.380s. Lot: 21p4004. Manufacturing site: grenchen. Release to warehouse date: 05 november 2019. Expiry date: 01 october 2029. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.